Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding a patient receiving morphine (10mg/ml, unknown dose and unknown lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The patient reported that their catheters came out of his spinal sac, so the healthcare provider (hcp) had to re-insert the catheters. The catheters were put back in on (B)(6) 2015. The hcp reported that an MRI showed that the catheter curled up in the skin area. The hcp could not remember any fall or accident that the patient had that would have caused a catheter migration. The patient experienced decreased pain relief and the issue had been resolved following the catheter revision. If additional information becomes available, a follow-up report will be submitted.